Event description:
It was reported as" the fifth and seventh permanclip did not eject and the sixth one fell into the cavity without clipping appropriately. The clip was retrieved, and surgery was extended."

Manufacturer narrative:
When evaluation results are completed, I will file a supplemental report.